Event description:
Info received, indicates the head brake casters will not engage into brake.

Manufacturer narrative:
The technician replaced the broken head end brake linkage to repair the stretcher.